Event description:
The customer stated that upon opening a factory pack of 24 boxes, there were 4 bottles of test strips with the cap open. No adverse events were alleged. The bottles with the open caps are to be returned for eval, as exposure to moisture can cause high test results.